Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: small battery drive device , chuck device (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device being frozen/would not move identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI:(B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the chuck device was frozen/would not move, did not function, the moving parts did not move smoothly, and it had a component damage. It was further determined that the device failed pretest for check the drill chuck, check function of tool coupling, check the cannulation and check the free movement. It was noted in the service order that the device was not rotating, the motor of the small battery drive was not working, and the chuck device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.